Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a right common iliac aneurysm. It was reported that on a follow up CT scan approximately 2 years and 9 months post index procedure, the right common iliac artery had expanded which lead to loss of seal resulting in a type ib endoleak. Due to the patient's condition the only option was to explant the stent graft. The physician partially explanted the stent graft and replaced it with open repair graft, resolving the event. Per the physician, the cause of the event was due to disease progression of the right common iliac artery aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: from the examination of the returned devices and clinical information provided, the exact cause of the aneurysm expansion appears most likely to have been due to a distal type I endoleak caused by disease progression. The devices were returned with the bifurcate transected just proximal to the flow divider. The proximal transected bifurcate, including the suprarenal stents, were not returned thereby limiting the extent of the evaluation. The intact limbs, which included the contralateral limb and ipsilateral limb extension, were returned detached from the bifurcate. The implanted bilateral bare metal stents were not returned. Several fabric tears were observed on the both limbs, some of which may have been the source of a type iii fabric endoleak which may have also contributed to the aneurysm expansion. Three fabric tears (0.5 mm, 1.2 mm and 5.8 mm in length) were observed along the overlapping section of the right/ipsilateral limb. The exact cause of the tears could not be determined; however, the tears appeared likely abrasion related from calcification, or caused by the underlying limb extension which also covered the holes ¿in-vivo¿. No device integrity issues were observed with the right limb extension. The contralateral limb was found to have multiple fabric tears which may have also contributed to the aneurysm expansion. Near the mid-length of the contralateral limb in an area that (per the films) was lined with a stent, a 2.4 mm length abrasion tear was observed. It is possible that the underlying stent or external calcification may have contributed to this tear. Along the distal length of the contralateral limb, 4 likely abrasion related tears ranging in length from 0.7 ¿ 2.6 mm were also observed. The exact cause of the tears could not be determined, but the extensive calcification observed from the films within the left iliac artery may have contributed. A likely type ii endoleak from a patent ima seen just prior to explant may have also contributed to the aaa expansion. Film evaluation results are: pre-implant films revealed that the distal aortic diameter was 23 mm, was significantly calcified, and both common iliac arteries were also extensively calcified. Expansion of both the aaa and the right common iliac aneurysm were confirmed during the implant duration; the distal right common iliac artery diameter increased from 23 ¿ 30 mm during the implant duration. Just prior to the explant thrombus was observed within the bifurcate aortic body as well as within each limb which were noted to have been stented from the distal aorta extending into the proximal aspect of the common iliac arteries. The stents were not returned with the explanted devices. The cause of the thrombus (and reason for stenting) may have been due to implanting within the small and calcified distal aorta. Distal to the stent grafts the vessels were patent, including the right internal iliac artery which was perfusing the transplanted kidney. A likely type ii endoleak was seen from a patent ima which may have also contributed to the aaa expansion.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.